Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the staples were not deployed and the tissue of the distal end was not cut. This issue was found when a small incision, which had been planned from the beginning, was created. The problem site was the 1st firing of the device and the target tissue was the duodenum. The doctor confirmed that the jaws clamped the tissue properly prior to the firing. Also, the doctor waited 15 seconds after clamping the target tissue and before opening the jaws as well. It was unlikely that the device had clamped an existing clip or staple line. Besides, since it was the 1st firing, there was no foreign matter inside the jaws. There was no tension at the time of firing. The target tissue was regular and never had been radiated or the patient had not been taking systemic steroids. Another device was used to complete the case. When the sales rep received the device, it was found that the cartridge was fully fired. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: to clarify: at the first firing the device did not deploy and staples? -no. The device stopped cutting at the distal end? -no, the firing was completed, but the tissue of distal end was not stapled nor cut. During which stroke did the event occur? -after 4th. Was buttressing material utilized? -no. If so, which product? Were any unexpected noises heard? -no. If so, when? Were any of the forces higher or lower than expected (closing or opening)? -no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -yes. Was there any difficulty removing the device from the tissue? -no. Is there any other additional information you would like to share about this device or procedure? -no.